Manufacturer narrative:
Correction: section d4 (lot #). The originally reported lot # could not be found in stryker's database. Therefore, no information regarding the manufacturing is available at this time. Due to the current covid-19 pandemic, it was not possible to evaluate the device as access to the facility is restricted. The investigation will be reassessed as soon as the restriction is lifted. A review of the labeling did not indicate any abnormalities.

Event description:
As reported: "in the variax fibra operation the proximal screw did not lock to the plate. The screw was idling. The angle to the plate was not steep and the screw of 12mm was inserted for the 14mm measurement, and thus drill was enough. The wound was closed without inserting another screw.".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "in the variax fibra operation the proximal screw did not lock to the plate. The screw was idling. The angle to the plate was not steep and the screw of 12mm was inserted for the 14mm measurement, and thus drill was enough. The wound was closed without inserting another screw."

Manufacturer narrative:
Correction: sections d4 (lot # - the lot # in the initial report was correct), d9, h3. The reported event could be confirmed, since the locking screw was returned severely damaged at the locking thread. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate handling of the screw during insertion. Damage is consistent with abrasion against a hard material. The device inspection reveals severe damage to locking thread of locking screw. Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "in the variax fibra operation the proximal screw did not lock to the plate. The screw was idling. The angle to the plate was not steep and the screw of 12mm was inserted for the 14mm measurement, and thus drill was enough. The wound was closed without inserting another screw."